Event description:
It was reported that impedance measurements for the pt's device were >4000 ohms. It was noted that the pt did have an MRI but was unsure as to the location of the body the MRI was performed. The pt also had a change of therapy following the MRI. Unable to follow up with the contact info provided, hence no additional info was obtained.

Manufacturer narrative:
(B) (4).